Event description:
It was reported that the programmer's motherboard and light-emitting diode (led) monitor board electronics exhibited burn marks. It was also reported that the programmer's monitor was damaged.